Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment. The blood glucose reading was 185mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.